Event description:
On (B)(6) 2011, a distributor reported a problem where a pt in surgery was treated because of a high potassium result from an abl80 coox analyzer. After surgery, another sample was drawn and measured on another blood gas machine. According to the end user, the potassium result was considerably lower than from the surgery data. After this, a sample was measured both on the abl80 and on a abl735. The potassium result from the abl80 was 6.5 mmol/l and the abl735 was 5.0 mmol/l.

Manufacturer narrative:
Data logs were obtained from the analyzer, and have been investigated. The calibration and quality control records for this analyzer demonstrate the analyzer to be performing properly at the time of the incident. According to provided data, the sample that was run with the abl80 and abl725 had a different pt ID from the treated pt.